Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure to treat three target lesions was performed in 2008. The 3.5 x 18 mm promus stent was implanted in the de novo distal right coronary artery (rca), and had a total chronic occlusion. The second lesion, in the distal left anterior descending (lad), with a 90% stenosis, was treated with predilation and placement of a 2.75 x 12 mm promus. The third lesion located in the mid lad, had a 65% stenosis and was treated with a 3.5 x 15 promus. The patient was discharged two days later, on aspirin and clopidogrel. A target vessel revascularization (tvr) of the lad was noted to have been done at the 12 month follow up. The tvr is due to an in-stent restenosis, stent implanted in 2004. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand of labeling of abbott vascular's drug eluting stent in the us.